Event description:
A customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) I and ii on the galileo. A second sample from the same patient was tested on the echo with crrs lot r169 and resulted (B)(6). An anti-k was identified later. Both sample were re-tested on the galileo and resulted negative.

Manufacturer narrative:
Review of images: initial testing: e1 (12) tight button, very light layer of cells. F1 (3) tight button (consistent with instrument interpretation). New sample from same patient: g1 (14) tight button, very light layer of cells. H1 (4) tight button (consistent with instrument interpretation). Cell 1 of panel (B)(4) (B)(6); both samples showed weak reactivity that was interpreted as negative on the galileo. A service call was made. Instrument was checked and samples were re-tested. In all cases the reaction is too weak for the galileo to give a different result than negative. Unit was tested and operated within specifications. Cannot rule out condition of sample for the unexpected negative result.